Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of occlusion is listed in the electronic instructions for use, peripheral stent system, supera, as a known patient effect of the stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 5x120mm supera self-expanding stent was implanted on (B)(6) 2020. On (B)(6) 2020, the patient was re-admitted and revascularization was performed with a 5.5x150mm supera stent. The final patient outcome is fine. No additional information was provided.